Event description:
The power cord of the pes was frayed. The cord sparked at the area where it plugged into the power supply. The power cord and power supply were replaced. There were no adverse consequences as a result of the issue. No patient was involved. On (B)(6) 2022, the hes still sparked from the access plate at the power port following replacement of the power supply and power cord.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 no device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.